Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pace impedance measurements and high pacing thresholds, were exhibited with this right ventricular lead. All other lead parameters were within normal ranges and the patient was released for a standard future follow-ups. No intervention to date, as the patient is reportedly not pacer dependent.